Event description:
It was reported to philips that the image processing pc (ippc) was displaying missing disk errors (os, disk 1 and 2) at start up. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred during a planned vascular procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing pc (ippc) was displaying missing disk errors at the startup. The fse tried formatting the disks and loading the software but the issue was not resolved. The fse replaced the ippc and installed the software after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.